Event description:
Philips received a complaint by the customer on the v60 indicating while the device was connected to a patient, it was observed that the device was beeping. The battery life was 0. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the battery life was at 0. He said this ventilator should have had preventive maintenance (pm) done in august 2025, but it still hasn't; it needs to be done now. The battery manufacturing date is 2019-04-10. The rse assigned a field service engineer (fse) to change the battery and perform preventive maintenance. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer had to use the ventilator, although the battery alarm was sounding. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Also, it was confirmed that the customer had to use the ventilator, although the battery alarm was sounding. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.